Event description:
Patient's friend reported after injection with "juvederm voluma xc" in the cheeks, the patient "passed away while sleeping" the night of the injection. Upon further investigation with the injecting facility and coroner's office, it was discovered that the patient was injected 4 days prior to their death, and did not pass away the night of injection. No information on treatment was provided. An autopsy is scheduled to be performed.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of severe bruising, appearance as if the patient was "punched in the face," not "looking right," and death are physiological complications and analysis of the device generally does not assist allergan in determining probable causes for these events.